Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited batteries deployed error. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation and was found all intact. The event history log (ehl) showed several alarm messages showing battery depleted and power down. Visual and functional testing was performed. Functional testing was unable to be performed due to pump was alarming double beeps. The reported issue was unable to be duplicated. The investigation found the battery depleted, motor locked alarm messages after pump starting were found in the pump's event history logs. The motor was replaced. The root cause of the issue was unable to be determined.